Event description:
It was reported that the lumbar probe was twisted and the tip was broken during use in surgery. The broken fragment was unable to be retrieved and was left in the pt. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that approximately 9mm of the tip is missing. The broken end of the probe appears to be twisted. It appears that excessive torque applied to the instrument may have caused the tip to break. A review of the device history records found no documentation to indicate a non-conformance to specification.